Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint. A non-sterile enterprise device was received inside of a plastic bag. The introducer tube was received separated of the unit and no damages were noted on it. The deliver wire was inspected and no damages were noted on it. The stent was not returned for evaluation. The received device was inspected under microscope and no damages were noted on it. The failure reported by the costumer as ¿delivery wire - fractured-separated¿ was not confirmed. The separated condition of the delivery wire of the introducer was apparently caused during the handling of the unit but it could not be conclusively determined. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the delivery wire separating from the introducer was not confirmed. The separated condition of the delivery wire of the introducer was apparently caused during the handling of the unit but it could not be conclusively determined. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. Procedural factors and handling process may contribute to the failure as reported. No corrective action will be taken at this time. Reporter contact information corrected; name, address, email and phone.

Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint. (B)(4). Concomitant medical products: rapid transit straight 021¿ID catheter; another enterprise 22mm stent (enf452200/10498917) and microcatheter envoy guide 6fr. The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. A device history record review is currently being conducted and the results are not yet available. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
It was reported by the contact at the user facility that a 22mm enterprise stent (enf452200/10498917) was opened and handed to scrub tech during the stent/coil procedure performed on (B)(6) 2016. The target aneurysm was 3mm in size at the anterior communicating artery and the patient's vessels were reported to be mildly tortuous. When removing from hoop, the wire was unclipped and pulled out from the hoop, but the introducer and wire separated and the stent fell onto sterile field before it could be used. The stent, hoop and wire were bagged, a new 22 mm enterprise stent no-tip was opened, removed and used correctly holding the stent and the introducer together while loading. The stent was deployed without any problems. The procedure was then stopped; the aneurysm will be coiled at a later date after the stent has had time to heal. There were no patient injuries, surgical delay or medical interventions due to the reported event. The patient outcome was reported to be fine and the patient was discharged the next day. The product is available for analysis.